Event description:
It was reported the screen freezes up during interrogation. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was damaged, the insulation was ruptured. (B)(4).